Event description:
My glucose sensor stopped working. When I tried to see how old it was it is removed from pump so you have no idea of the age of it. When the pump tells you to change sensor you are unable to tell it age. They are good for 7 days less then 6 and they will replace it but you can't tell the date.